Event description:
It was reported that (4) devices were used during a hernia repair. It was reported by the affiliate that the ems instruments jammed. Another instrument was used to complete. There was no consequence to the pt.